Event description:
Patient had a lap vertical roux en y gastric bypass approximately 6 years ago then had a lap revision of prior gastric bypass procedure and gastrojejunostomy with gastric band approximately 1 year ago. Presented to md office 4 months ago with complaints of ruq pain and occsssional epigastric pain. Upper gi done at that time showed small hiatal hernia. Removal of band done approximately 3 months later showed leaking adjustable gastric band so band exchanged.